Event description:
It was reported that a malfunction occurred on the pump, identified by the code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset the pump, which resolved the issue, and was informed to call back if the malfunction recurs. Customer acknowledged the instructions and continued using the pump without further incidents.